Event description:
Customer reported that the device had all three (attention, charge pak, and wrench) icons illuminated. Physio-control evaluated the device at the failure analysis center and observed that it would not power on. There was no report of patient involvement associated with event.

Event description:
The customer sates that a lower value than expected was obtained on a sample from a patient with lung cancer processed using the architect cea assay compared to a historical value and also compared to a retest value of this sample which produced higher results. No adverse outcomes were reported related to this issue.

Manufacturer narrative:
(B)(4). This report is being filed on an international product, list number 7k68-36 architect cea reagent, that has a similar product distributed in the us, list number 6c02. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4) returned product from the customer was not available for investigation. Records were reviewed to investigate whether any adverse trends for architect cea reagent 7k68-30 lot 76516lf00 could be identified. No adverse trends were identified from this review. Review of product documentation did not identify any issues related to the customer complaint that indicate that there is a product deficiency. In addition the data from the instrument logs indicates that there were no problems with the sub reads from the results. The customer reported that no other patient samples were affected and that the control results throughout the duration had been fine. It is unclear what caused the discrepant result, but it is potentially related to sample handling. Potentially the original sample may have contained some fibrin which interfered with the analysis; however when the sample was later thawed and centrifuged prior to re-assay this issue was resolved. The results of this investigation demonstrate that architect cea reagent 7k68-30 lot 76516lf00 is meeting safety, effectiveness and label claims and no deficiencies have been identified. No additional issues were identified during the investigation. This is the final report.